Event description:
It was reported that during the implant procedure after implanting the pacing lead in the left bundle branch, after removing the sheath the lead had dislodged. The lead was replaced and the surgery concluded successfully. The patient was stable following the procedure.

Manufacturer narrative:
Correction: section b5. The correct describe event or problem should have been "it was reported that during surgery the patients right ventricular (rv) lead had dislodged. The lead dislodgement was confirmed by digital subtraction angiography (dsa) imaging during the procedure. The lead was replaced, and the surgery concluded successfully. The patient was stable" rather than "it was reported that during surgery the patients right ventricular (rv) lead had dislodged. The lead was replaced, and the surgery concluded successfully. The patient was stable". Correction: section b6. Relevant tests/laboratory data, including dates should have filled with "digital subtraction angiography (dsa); (B)(6) 2026".

Event description:
It was reported that during surgery the patients right ventricular (rv) lead had dislodged. The lead dislodgement was confirmed by digital subtraction angiography (dsa) imaging during the procedure. The lead was replaced, and the surgery concluded successfully. The patient was stable.